Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability and breast pain.

Event description:
Patient reported "the breast dropped, feels very strong stings and pain". Patient later reported "isolated benign microcalcifications", "cyst with regular contours and anechoic content, measuring 0.4cm" and "oval, circumscribed hypoechoic nodule, located at the junction of the upper quadrants". This record is for the left side. Device remains implanted.